Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. In this event, it was reported that the dislodge was most likely due to use error of mis-sizing the patient¿s anatomy to the valve. Adequate sizing of the patient annulus is dependent on procedural (imaging, etc.), anatomical variation, and technical factors. The device instructions for use (IFU) provides instructions and dimensions for proper sizing of the annulus for an optimal valve fit. A device history review (DHR) is not required as the event description does not indicate a potential manufacturing issue. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, after deployment of the valve, the valve dislodged into the sinus of valsalva (sov). The valve was snared and moved into the ascending aorta. A 29 mm valve was loaded and implant was attempted, but the delivery catheter system (dcs) was unable to pass through the first valve in the aorta. The 2nd valve and dcs were removed from the patient. A 23mm (non-medtronic) valve was successfully implanted. No additional adverse patient effects were reported.